Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. The pulse generator exhibited a capture anomaly. The device was reprogrammed. The patient would be followed up.